Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open pulse wire and open drvn gnd monitor wire in the trunk cable. The trunk cable showed signs of physical abuse as the trunk cable connector's overmold was cracked. The root cause for the open wires was excessive force. The lack of cardiac signal visibility is consistent with the open pulse wire and the open drvn gnd monitor wire in the trunk cable. During investigation, the reported issue with the battery not lasting sufficiently was confirmed. Review of the patient's flags revealed intermittent issues with noise and responding to "adjust belt" messages. Review of the ecgs revealed that the patient was having intermittent falloff of all four ecgs. On (B)(6) 2018 starting at 04:51:26, the flags reveal bat runtime expire flags which correspond to a low battery. It was determined that the patient's batteries were not lasting as expected due to the damage found on the electrode belt trunk cable. The open wires in the trunk cable were causing constant falloff of all four ECG electrodes which led the monitor to constantly alarm for belt communication issues, increasing the normal drain on the battery. The root cause for the battery not lasting sufficiently was the constant alarming caused by the damaged wires in the trunk cable. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. Further details surrounding the patient's death were not provided. Per clinical review of the available ECG data, the device was started up at 20:50:32 on (B)(6) 2018. Noise was detected on both ECG channels from 20:56:45 to 21:21:45. The device first detected bradycardia from 21:27:56 to 23:11:01. From 04:51:26 to 06:29:26 on (B)(6) 2018, bat runtime expired flags indicating a low battery were detected. At 06:29:57, can comm timeout/can comm status flags were detected indicating belt communication issues. The device abnormally shutdown at 06:xx:xx on (B)(6) 2018. The patient was last seen in sinus tachycardia at 110 bpm with motion artifact at 22:02:xx on (B)(6) 2018. No cardiac signal is visible from 22:03:xx on (B)(6) 2017 until the end of the recording at 06:xx:xx on (B)(6) 2018. While monitoring the patient, no vt/vf was detected. The distributor also reported that the patient's battery was not lasting sufficiently between (B)(6) 2018 as evident in the patient's download data.